Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
It was reported that measured values were not shown on the ventilator screen during patient treatment, only asterisks were shown. Device logs contain high pressure alarms. Our field service engineer could not reproduce the problem. The ventilator passed pre-use check and simulated use test ventilation with no errors and was cleared for clinical use. The evaluation of received device logs shows several high priority alarms for high pressure on the reported date of event (B)(6) 2019 such as check tubing and paw high. There are also alarms that may indicate leakage. The ventilator was monitored during the 30 minutes it was used. There are no technical errors the last two years. The high pressure alarms indicate that there was a high resistance or blocked circuit on the expiratory side, for example caused by mucus or an kinked or otherwise blocked tubing. Remedies are to check the patient and breathing system, but also to check ventilator settings and alarm limits. High airway pressure may lead to injury and stop of ventilation. Alarms will be generated when set alarm limits are exceeded. The conclusion in this matter is that our field service engineer couldn't reproduce the reported issue. Uncertain or off scale values relative current settings are displayed by asterisks on the user interface. No technical errors were generated and no indication of a technical malfunction in the ventilator was found.

Event description:
It was reported that the measured values were not shown on the ventilator screen during patient treatment and the received logs contain high pressure alarms. There was no patient harm. Manufacturer ref.#: (B)(4).